Event description:
The event is reported as: complaint alleged: the balloon detached from the catheter. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.